Event description:
It was reported that guidewire tip detachment occurred. The patient presented with coronary artery disease. The target lesion was stented located in mildly tortuous and severely calcified mid to proximal ostial right coronary artery (rca). A 182 pt graphix guidewire was crossed the lesion. However, during the removal, the distal tip of the wire was caught on calcium in ostial right and the tip was fractured at approximately 1.5 cm. A snare was prepared but the tip of the wire was pushed down stream into the renal artery prior to being snared. Furthermore, it was noted that determining the next steps will be based on feedback regarding magnetic resonance imaging (MRI) capabilities in future and whether they should stay on an anticoagulant for life. The procedure was completed with different device. No further patient complications nor injuries reported.